Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl at the time of the incident and sensor glucose was 220 mg/dl. The customer reported that they had inaccurate readings that triggered threshold suspend alarm. The customer was treated with manual injection. The customer reported that the sensor failed and was treated off and stated that the sensor reading caused to go high because of the sensor wrong reading. The customer was advised to return the sensor. The sensor will be returned for analysis.